Event description:
The customer contacted physio-control to report that their device only turns on/off with the power button. The lid does not activate or de-activate the unit. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined a failure of the lid switch designator sw5 was the likely cause of the reported issue. The device was destructively tested and the customer was provided a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device only turns on/off with the power button. The lid does not activate or de-activate the unit. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use reported with the event.